Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters and a critical ram parity error was logged on (B)(6) 2011 in address "0d 10". Por severity is considered low. Device should be able to fully recover after reset. Device was not implanted. Subsequently, the device was returned and analysis revealed no anomalies.

Event description:
It was reported that while the device was in the case, there was a power on reset (por) and diagnostic data collection began. There was no patient involvement with this event.